Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The noise was reproducible in clinic. It was noted that the patient was pacemaker dependent. Temporary programming changes were made. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.